Event description:
There was no patient involved in this event. Unit powers on by itself without manual intervention.

Manufacturer narrative:
The pad-pak was first installed successfully on the 19th january 2011 and performed to specification up to the 12th may 2015. The device failed multiple self-tests due to a low battery between the 17th may 2015 and the 27th july 2015. A further pad-pak was subsequently installed later that day. Multiple manual power ups of mainly ten minute duration were recorded up to the 4th august 2015. The pad-pak became depleted during this time. The device user accessible memory was erased prior to the 12th may 2015. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. Slight voltage fluctuation was observed over the pogo pins however this had no impact on the abiltiy of the device to deliver therapy. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.